Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge jumped from 30% to 5% back up to 25%. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.